Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a 27mm aortic bioprosthetic valve that was explanted after an implant duration of approximately ten (10) years due to valve degeneration. Surgeon indicated this was a "normal degeneration." The valve was replaced with a 29mm valve. The valve was not returned because patient kept it. The procedure went well and the patient was noted as well. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case patient factors likely contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned that 27mm valve was explanted due to calcification leading to valve degeneration.